Event description:
A complaint was received regarding lower glucose scan values while wearing the adc device compared to an adc meter. On (B)(6) 2022, a sensor scan of 43mg/dl was compared to a glucose test of 113 mg/dl on an adc meter. The customer had symptoms of nausea and was unable to treat themselves. The customer was administered an unknown serum for treatment. No further information was provided. There was no report of death or permanent injury associated with this event. Furthermore, a sensor reading of 118 mg/dl was compared to reading of 332 mg/dl obtained on adc meter, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.